Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite, and upon arrival, the asp confirmed the issue and replaced the flow sensor assembly as recommended, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not reading the patient value in c-pap mode; a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was not reading the patient value in c-pap mode; a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The remote service engineer (rse) advised the customer to check the tube setup and confirm that everything was correct; if the device was still giving the 1203 "low leak-co2 rebreathing risk" alarm error, the rse informed the customer that the manufacturer recommends replacing the flow sensor assembly per the v60 service manual. The customer performed troubleshooting--when in ventilation mode on a test lung, the device alarmed for low leak-co2 rebreathing risk. The customer had a whisper swivel in line with the test lung, and while the device was not displaying the tidal volume while on a patient. The average air slpm on the pneumatics screen was -1.9, which was out of tolerance of -1.0 to1.0. The rse advised the customer that the flow sensor assembly would need to be replaced, and the customer requested onsite repair. The rse created an onsite work order (wo) for the customer to have the device evaluated and repaired. Device evaluation and repair are pending, and this investigation is ongoing.